Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of a broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the small grasping retractor instrument was last used on 30-jun-2021 on system sk3413. The instrument has maximum 10 uses. There were 2 more uses remaining on the instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the small grasping retractor instrument was observed to have a snapped cable. The procedure was completed with a back-up instrument as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient¿s anatomy. The small grasping retractor instrument was processed and disinfecting before it was returned. The procedure was completed with another small grasping retractor instrument and there was no patient injury.